Event description:
A customer contacted haemonetics on (B)(4) 2012 to report a blood spill within an orthopat machine. No donor or operator injury was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(4) 2012 to report a blood spill within a orthopat machine. No donor or operator injury was reported. Upon evaluation of the device the reported problem "fluid spill" was confirmed. Verified minor non-blood contamination under the centrifuge chuck, on the power supply and ac filter and in the vacuum tubing. Dried blood was also found in drain tubes and drain fitting. Carbonization was noted on the compressor and wiring. Electronic components which require replacement due to fluid spill include the centrifuge, power supply, and the ac filter. Major disassembly and cleaning will be required. (B)(4).